Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: blurry probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, scope, light source, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), 1488 & 1588 extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding (e.g. ""Finger"" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the procedure, the video image became very dark leading to open surgery.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that during the procedure, the video image became very dark leading to open surgery.